Event description:
The surgeon reported that the scissor broke while attempting to explant a faulty lens. There was no impact to the pt.

Manufacturer narrative:
The scissor was rusted indicating poor maintenance of the device. The cutting edge of the scissor had flat spots indicating use to cut inappropriate material.